Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high rate pacing at the maximum tracking rate while the patient was in the hospital for unrelated reasons. Boston scientific technical services (ts) discussed the minute ventilation (mv)feature and interaction with hospital equipment and discussed programming mv to passive or off. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.